Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / physical pain") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: essure device was successfully occluded. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / physical pain") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy with bilateral salphingectomy). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / physical pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. B93881) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, blurred vision, stomach pain, stomach cramps, diabetes mellitus, menorrhagia, genital bleeding, sleep disorder, hot flashes, headache, dysfunctional uterine bleeding, nicotine dependence, hyperplasia, obesity, knee pain, numbness, celiac disease, cough, gastrointestinal disorder, mental disorder, migraine, diarrhea, menorrhagia, pregnancy, dysmenorrhea, candidiasis, viral infection, sexually transmitted disease, gonorrhea and endometriosis of uterus. Previously administered products included for an unreported indication: mirena from 2009 to 2010. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2015 to (B)(6) 2016, ibuprofen since (B)(6) 2015, medroxyprogesterone acetate (depo-provera) from (B)(6) 2015 to (B)(6) 2016 and tranexamic acid (lysteda) from (B)(6) 2015 to (B)(6) 2018. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). The patient was treated with surgery (ablation and dilation & curettage- (B)(6) 2016 and total hysterectomy with salpingectomy (bilateral removal of fallopian tubes) and oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, dysmenorrhoea and fatigue outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she reported that she gave birth in (B)(6) 2015 to her 3rd child. Discrepancy in insertion dates (B)(6) 2015 and (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: reporter and patient demographics, medical history, historical drugs and concomitant drugs were added. Updated suspect drug dates, indication and lot number added. Added events abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, migraines / headaches, dysmenorrhea (cramping),fatigue. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / physical pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. B93881) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, blurred vision, stomach pain, stomach cramps, diabetes mellitus, menorrhagia, genital bleeding, sleep disorder, hot flashes, headache, dysfunctional uterine bleeding, nicotine dependence, hyperplasia, obesity, knee pain, numbness, celiac disease, cough, gastrointestinal disorder, mental disorder, migraine, diarrhea, menorrhagia, pregnancy, dysmenorrhea, candidiasis, viral infection, sexually transmitted disease, gonorrhea and endometriosis of uterus. Previously administered products included for an unreported indication: mirena from 2009 to 2010. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2015 to (B)(6) 2016, ibuprofen since (B)(6) 2015, medroxyprogesterone acetate (depo-provera) from (B)(6) 2015 to (B)(6) 2016 and tranexamic acid (lysteda) from (B)(6) 2015 to (B)(6) 2018. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish / psych injury"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation and dilation & curettage-(B)(6) 2016 and total hysterectomy with salpingectomy (bilateral removal of fallopian tubes) and oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, dysmenorrhoea and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she reported that she gave birth in (B)(6) 2015 to her 3rd child. Discrepancy in insertion dates: (B)(6) 2015 and (B)(6) 2015 patient received treatment for pelvic/ abdominal,chronic, general abnormal bleeding, migraine. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: essure device was successfully occluded.. Imaging procedure - on (B)(6) 2016: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 4-sep-2019: plaintiff fact sheet received. Events added from pfs- abdominal pain, general abnormal bleeding, psych injury clubbed with mental anguish. Outcome of event pelvic pain were added. Lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / physical pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. B93881) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, blurred vision, stomach pain, stomach cramps, diabetes mellitus, menorrhagia, genital bleeding, sleep disorder, hot flashes, headache, dysfunctional uterine bleeding, nicotine dependence, hyperplasia, obesity, knee pain, numbness, celiac disease, cough, gastrointestinal disorder, mental disorder, migraine, diarrhea, menorrhagia, pregnancy, dysmenorrhea, candidiasis, viral infection, sexually transmitted disease, gonorrhea and endometriosis of uterus. Previously administered products included for an unreported indication: mirena from 2009 to 2010. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2015 to (B)(6) 2016, ibuprofen since (B)(6) 2015, medroxyprogesterone acetate (depo-provera) from (B)(6) 2015 to (B)(6) 2016 and tranexamic acid (lysteda) from (B)(6) 2015 to (B)(6) 2018. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). The patient was treated with surgery (ablation and dilation & curettage-(B)(6) 2016 and total hysterectomy with salpingectomy (bilateral removal of fallopian tubes) and oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, dysmenorrhoea and fatigue outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she reported that she gave birth in (B)(6) 2015 to her 3rd child. Discrepancy in insertion dates-(B)(6) 2015 and (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.